Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 445 mg/dl at the time of incident and the current blood glucose of the patient is unknown. Customer states that they received motor error alarm. Customer reports the drive support cap is flush. Customer treated with insulin pump. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive esc and act buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Device had loose or flushed drive support disk.